Event description:
Lipids being infused on alaris pump and are in an IV bag for administration. On handover, noted a small pool of lipids on the floor. Lipids noted to be leaking from connection of spike into the bag. Able to tighten connection and continue infusion. When discussing situation with the evening nurse who hung the lipids, she stated she made sure connection was really tight when she spiked the lipids as this has occurred in other patients recently. No patient harm occurred.